Event description:
A malfunction code was reported without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Despite resetting the pump, the malfunction persisted, leading technical support to decide on replacing the pump. The customer was informed about the need for replacement and planned to use multiple daily injections as backup therapy. A replacement pump was confirmed, and instructions were provided for returning the malfunctioning pump.